Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: foreign material on implant: observed solidified silicone in shell layer (gel), however, it is within specification according to the qa199.01 code fg. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "there was a deficiency with the inspira implant that was previously delivered to me and I would like to consult about it. I was not aware of the details of the deficiency." Later, physician reported "when the box was opened at the time of surgery, there was a 1mm brown foreign substance attached to it." Device was not implanted surgery was completed with back up device.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, was observed black particle on implant. It can¿t be determined if the package is completely sealed due to the photos provided, therefore, it is not assessed as workmanship. This further investigation was requested to review the event. According to the labeling review, this event is not mentioned in the dfu, however, a review of the current risk documents pfmea-bi pkg and lblg rev 11.0 was performed, and the event of foreign material (particle on implant) is a known event, and current process controls as incoming inspection, cleaning of workstations before starting each operation, and 100% visual inspection at packaging (before and after sealing) are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with foreign material (particle on implant) will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "there was a deficiency with the inspira implant that was previously delivered to me and I would like to consult about it. I was not aware of the details of the deficiency." Later, physician reported "when the box was opened at the time of surgery, there was a 1mm brown foreign substance attached to it." Device was not implanted surgery was completed with back up device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: foreign material on implant: observed black particle on implant. It can¿t be determined if the package is completely sealed due to the photos provided, therefore, it is not assessed as workmanship. However, a further investigation will be requested to review the event. No additional observations are performed. A further investigation is requested to review the event of particle inside package. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "there was a deficiency with the inspira implant that was previously delivered to me and I would like to consult about it. I was not aware of the details of the deficiency." Later, physician reported "when the box was opened at the time of surgery, there was a 1mm brown foreign substance attached to it." Device was not implanted surgery was completed with back up device.